Manufacturer narrative:
Further information was requested but not received. The reported event was unable to implant. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited unspecified issue and unable to be implanted. The lv lead was not used. Patient status was not reported.